Manufacturer narrative:
Explant due to unspecified reason was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis and no additional information was received for analysis. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date and year, a 29mm stented porcine,mit,epic was implanted in a patient. On (B)(6) 2024 , the device was explanted. The cause of the explant is unknown. Patient stable,